Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead perforated the right atrial wall. The patient underwent a thoracotomy in order for the surgeon to remove the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.